Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history report review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a hip revision procedure approximately two (2) months post-implantation due to dislocation. The liner was removed and replaced with a constrained liner. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant products: unknown custom triflange, unknown head, unknown stem. Country: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient¿s hip was revised due to dislocation. The liner was removed. Attempts have been made and additional information on the reported event is unavailable at this time.